Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device and humidifier was completed by the manufacturer and found indeterminate black particles found inside top enclosure, white dust-like contaminates observed on top of blower box and blower. A grey dust-like contaminates observed inside bottom enclosure. Evidence of liquid ingress observed on bottom of blower and blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found one error. The device was applied power and the device operated properly. The manufacturer concludes multiple contamination of dust found were external to the device and liquid ingress was consistent with blower and blower box. The manufacturer concludes there was no evidence of sound abatement foam degradation.